Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message code "test fail" on the monitor screen while performing 200 joule self test. The complainant used a different set of paddles with the device, but still rec'd a "test fail" message on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.